Manufacturer narrative:
It was confirmed that of (B)(4) patients presenting post-evar rupture, (B)(4) were treated with talent and (B)(4) with endurant. Regarding the endurant cases, it was a type ii endoleak that was associated with the rupture while in the remaining cases, no endoleak was detected. In the paitents' with talent stent grafts, one patient suffered a type ia endoleak due to migration while in the remaining cases, 2 type ii endoleaks were recorded and in 1 case, no endoleak was detected. All these cases were treated between 2006-2012. All ruptures were associated with the medtronic devices. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6: updated post completion of investigation medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received notification of a literature article which mentions use of medtronic devices: "ten-year single center experience in elective standard endovascular abdominal aortic aneurysm repair". Petroula nana, konstantinos spanos, george kouvelos, konstantinos stamoulis, christos rountas, elena arnaoutoglou, miltiadis matsagkas, athanasios d. Giannoukas. Doi: 10.23736/s0392-9590.21.04648-4. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant talent and other non medtronic stent grafts were implanted in patients for an evar treatment. The following malfunctions were reported: endoleak type ia endoleak type ib endoleak type ii, graft migration without endoleak the following adverse events were reported open conversion, occlusion, limb thrombosis, rupture patient deaths were also reported, but as there is no causal link between patient deaths and the device the deaths will be made not reportable.